Event description:
It was reported that patient had infected joint. Doctor revised the joint with one stage revision. Doctor said revision not related to implants.

Manufacturer narrative:
Additional devices listed in this report: cat 6721-0635 size 6 accolade ii 127 deg lot code 47193404; cat 6570-0-536 delta v-40 ceramic head 36/+2,5 lot code 49425102; cat 542-11-54f trident psl ha cluster 54mmlot code mnl8n0; cat 2030-6525 1 6.5 cancellous bone screw 25mm lot code mnk99p. An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Hospital policy.